Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their blood glucose readings are high. Customer states that their blood glucose readings are over 500 mg/dl.

Manufacturer narrative:
The insulin pump was received with the motor making a grinding loud noise during rewind due to faulty motor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked reservoir tube near the reservoir tube window.